Event description:
As reported, the guidewire ring of a 5f exoseal vascular closure device (vcd) could not change color. After multiple attempts the device came out of the body. Manual compression was used instead to achieve hemostasis. There were no visible signs of device or package damage prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The procedure used a retrograde approach. The indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator did not show any black-black indicator. The indicator window did not show any red color during retraction. The device was not attempted to be deployed outside the patient¿s body. A non-cordis 5f femoral sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in a diagnostic procedure. The patient¿s body mass index (bmi) was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There was no reported patient injury. The device was used in a cerebral angiography procedure. The device will be returned for analysis.

Manufacturer narrative:
Event date unknown, if date information is received, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.